Manufacturer narrative:
Note: the pa who reported this incident is not from the clinic that performed the miradry treatment. The patient received the miradry treatment in (B)(6) but her symptoms are monitored at a local hospital in (B)(6). Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (89 worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
A physician assistant (pa) reported a patient who developed cellulitis in the right axilla 15 days post miradry treatment. The pa suspected the cellulitis developed from a burn that was left untreated. The affected area had yellow adherent eschar with swelling and erythema. Antibiotic, keflex 500mg qid, was prescribed. One week after taking the antibiotics, the patient was examined and the erythema resolved. However, the eschar remained. The echar was debrided with minimal pain. A topical antibiotic, silvadene, was prescribed.

Event description:
Update: by 7 weeks post-treatment, the eschar was debrided again and healed well. Clinic confirmed the symptoms resolved by 9.9 weeks post-treatment.